Event description:
Healthcare professional reported injecting a patient in the nasolabial folds and marionette lines with 2 syringes of juvéderm vollure¿ xc. Six months later, the patient was injected in the nasolabial folds with 1 syringe of juvéderm vollure¿ xc. Twenty-one months later, the patient experienced ¿pain, swelling, and nodules¿ in the nasolabial folds and marionette lines. An ultrasound was performed by a dermatologist, where no cysts were found. Four months after onset, the patient contacted the injecting healthcare professional and was treated with hylenex. More hylenex was given 12 days later, again 2 days later, a week later, five days later, and two days later. The event achieved 90% clearance. Event is ongoing. This file captured the initial injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.